Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: broken shell, underweight. A visual and microscopic analysis was performed which identified broken sharp, broken creases smooth, opening striated, stress marks, missing shell (0-25%), creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a broken crease smooth on posterior and anterior due to fold flaw opening. A striated opening due to surgical damage consist in the use of some surgical tool. A sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell. Missing shell due to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and rupture. Device has been explanted.